Manufacturer narrative:
Unit passed displacement test, active current measurement and selftest. No unexpected replace battery alerts or replace battery now alarms noted during testing or in the pump trace download. Unable to verify charge/battery lasts less than expected anomalies due to no battery received with unit. Unit received with high sleep current measurement due to moisture damage on motor assembly. (B)(4).

Event description:
Information received by medtronic indicated that the battery did not lasted more than a week and had replace battery alarm. No harm requiring medical intervention was reported. The device will be returned for analysis.